Event description:
It was reported that this right ventricular lead exhibited a steady rise in pacing impedance measurements, noise and oversensing. A revision procedure was performed and the lead was surgically abandoned. A replacement lead as implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.